Event description:
It was reported during a laparoscopic cholecystectomy the al326 clips were sticking in the jaws of the device. This resulted in clips being pulled off of structures while trying to disengage the applier. This happened on 4-5 firings of the device. The affected clips were removed. The procedure was completed with the same device. There was no consequence to the pt. The clip applier came from a kit-ftc07.